Manufacturer narrative:
A ge service representative performed an on site investigation. The extended x-ray function was turned on. The settings were changed during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system does not terminate exposure immediately after release of the button. No patient injury was reported.